Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use. During procedure, the machine alerted error 60 when turned on. The error still persists after restart and due to this event, the procedure was cancelled. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use. During procedure, the machine alerted error 60 when turned on. The error still persists after restart and due to this event, the procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. Gsms case/work order # 05906462/wo-00561940 was reviewed during the course of this investigation. The machine was switched on and it showed an error of 60 (unable to power off actuator). The machine was restarted but the error was still there. They could not complete the procedure. A quote was provided to service the device. H3 other text : media

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use. During procedure, the machine alerted error 60 when turned on. The error still persists after restart and due to this event, the procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: angiojet console u8938 was received. The console was decontaminated. A visual inspection was done on the console, and it failed visual inspection. It failed visual inspection because the bag holders were broken. Then a functional test was done on the console. The console failed the functional test because it booted up to error code 60. The complaint was confirmed. The pfc board was also replaced with the golden pfc board, and the console was rebooted. This cleared error code 60, and the most likely component that caused error code 60 is a defective pfc board. Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. Gsms case/work order # 05906462/wo-00561940 was reviewed during the course of this investigation. The machine was switched on and it showed an error of 60 (unable to power off actuator). The machine was restarted but the error was still there. They could not complete the procedure. A quote was provided to service the device.